Event description:
Information received indicating cadd solis vip pump alarmed with every cassette. The reported event occurred during preventative maintenance. There was no patient involvement in the reported event.

Manufacturer narrative:
Additional information: d10, h6, h10. Correction: b4, g4, MFR 3012307300-2020-04696-02 is a correction to MFR 3012307300-2020-04696-01. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found no sign of physical damage or fluid ingression. Event history log review was performed and found evidence of reported problem. Investigation attached a cassette and perform visual inspection and functional testing which failed. The customer's reported problem was confirmed. According to the investigation the pump downstream occlusion sensor was inoperable. Service's replaced the pump dso sensor and perform a full pm and functional test which passed. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional information: d10, h6, h10 . One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found no sign of physical damage or fluid ingression. Event history log review was performed and found evidence of reported problem. Investigation attached a cassette and perform visual inspection and functional testing which failed. The customer's reported problem was confirmed. According to the investigation the pump downstream occlusion sensor was inoperable. Service's replaced the pump dso sensor and perform a full pm and functional test which passed. The problem source of the reported problem is unknown.